Event description:
A nurse reported that during a procedure, a 23 gauge vitrectomy probe would not work. The system was switched out to complete the case. There was no harm to the patient. The nurse indicated, subsequently, they discovered the probe was not compatible with the cataract system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).